Event description:
Caller stated the patient is deceased. Caller stated patient passed away in december and that it was quite possible patient was still using the product at the time of their passing. - reported by hcp who consented to follow up - (B)(4).